Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on14feb2024. The patient's blood glucose levels were "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 49 and 71 hours on the leg. It was noted that the adhesive was not secure and the cannula dislodged from the infusion site. Symptoms reported include hyperglycemia and the site also appeared with a wound. The patient was treated with intravenous fluids and was given a prescription for antibiotics for 10 days - 500 mg. The patient was released the following day. The pod was removed at the hospital and discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.